Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer confirmed that she was prescribed an antibiotic and anti-fungal cream. She was offered to speak with a medela clinician and accepted. Follow up with the clinician is on-going as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that suction was too high on her pump in style breast pump when set at the lowest vacuum setting. She additionally alleged that it caused the blood vessels in her nipples to burst and turn purple. She was given an antibiotic and anti-fungal cream. She indicated that she went back to using a symphony breast pump with no issues, but when trying the pump in style again, it once again caused the blood vessels in her nipples to burst and turn purple.